Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported air leak could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure, an air leak was noted. After inserting the device into the femoral vein, the device was aspirated and air bubbles were noted. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.